Manufacturer narrative:
(B)(4)

Event description:
It was reported that a device that exhibited an output anomaly. The patient was presented in the emergency room after receiving shocks due to a supraventricular tachycardia that were inappropriately discriminated. The second shock triggered an over current detection and a shorted output stage detection alert that prevented all further therapies from being delivered. It was also noted that low, out of range hv impedance was observed. Tachycardia therapy was turned off. The patient has a lifevest, and system replacement was recommended. Patient was stable and will continue to be monitored.